Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that an air ingress issue occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. No abnormalities were found during preparation. After inserting the catheter into the sheath and trying to aspirate, it was observed a continuous flow of air being pulled out into the syringe. No flush line was attached at the time the event occurred. No air was observed in the patient. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.